Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one bi-directional, curve d-f, sensor enabled, advisor hd grid x mapping catheter was received for evaluation. Spline a was found to be bent. A thin, transparent fiber was noted to be wrapped around the paddle frame at the distal coupler cap. No other visual anomalies were noted. The foreign material was identified as ptfe (poly(tetraflouroethylene)) and a silicone polymer. Additional investigation ruled out the manufacturing process as the source of the foreign material. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the foreign material remains unknown.

Event description:
During an atrial fibrillation, the hd grid catheter was prepared and flushed and introduced to the patient. On ice imaging, a small mobile, independent structure was viewed on a spline of the hd grid. The catheter was withdrawn into the sheath with aspiration and was removed from the patient. Upon inspection outside of the body, a small fiber was noted to be wrapped around a spline. The catheter was replaced and the procedure was completed with no adverse patient consequences.